Event description:
The patient reported that the device "shocks the heart" and noted "a little bump shock enough to wake me up" , "right at the defibrillator and goes from shoulder to shoulder." The patient also noted " it's not showing it's a shock" and that programming adjustments were made without resolution of symptoms. Follow-up with the clinic determined there was no further information available about this event. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.